Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the patient had a systolic blood pressure that was too low, but the device generated no alarm. The patient reportedly received no permanent injury or deterioration of his state of health. (B)(4).